Event description:
On (B)(6), 2015 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system, to treat an abdominal aortic aneurysm. During the screening procedure, before the implantation, a lower sound pressure was noticed in the left limb as in the right limb. During the implantation procedure and after the procedure in both limbs the pulse was palpable. On (B)(6) 2015, the pulse on the left limb was impalpable. The physician decided to explant the device and to implant a vascular graft. The patient was converted to open surgery. The patient is in a good condition and left after one day the immediate care unit.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.